Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A resistance test was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found tissue and body fluid in the helix housing, however no physical anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that a competitor device and this right ventricular (rv) lead exhibited high thresholds, loss of capture, and noise oversensing which led to six seconds of pacing inhibition. It was suspected that there was a possible set screw or header issue. Subsequently, a revision procedure was scheduled and it was found that the lead had dislodged. The rv lead was extracted. No additional adverse patient effects were reported.